Manufacturer narrative:
During an on-site visit by the field service engineer (fse) the system was tested and found to meet company specifications. The fse performed a scheduled preventative maintenance without any complications. With the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An administrator reported flap tearing when surgeon was performing flap lift during corneal flap creation of a patients right eye. Reporter indicated inconsistent flap issue. Upon additional follow up, the event was clarified to note the surgeon was in the final phase of training, and the parameter settings used were the same as other surgeons who had no issues. The reporter indicated there were areas of adhesions and in the well cut with bubble formation in the stromal bed. Reporter stated the procedure was completed.